Manufacturer narrative:
Product analysis: performance data collected from the mobile programmer was received and analyzed. Analysis of the service logs found the customer comment that the screen repeatedly froze during use of the mobile programmer application was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that interrogation could not be completed because the screen repeatedly froze during use of the mobile programmer ap plication. Troubleshooting steps were taken to include performing a hard reboot of the host tablet. Upon relaunching the application, an update was required before further use could proceed. Review of the software configuration confirmed that the operating system and the mobile programmer application were both significantly outdated and not recommended for continued use. It was advised that the operating system version was not compatible with the current version of the mobile programmer application and recommended that the operating system be updated before the application could be updated and used successfully. No patient complications have been reported as a result of this event. Application version: 3.15.3 host tablet os version: 17.5.1.